Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that the battery in his charger is displaying an orange light and that the charger is displaying a red light. The pt's download reveals a charger fault. The pt was provided with two replacement battery packs and a replacement battery charger.

Manufacturer narrative:
Device MFR date: battery (B)(4). Battery charger (B)(4): 02/2009. Device evaluation summary: device evaluation of battery (B)(4) and battery charger (B)(4) have been completed. The reported problem (battery/charger faults) has been confirmed. Upon evaluation, battery (B)(4) was found to have a 7.2 output voltage. The root cause of low battery output voltage cannot be positively determined, but was likely a result of the faulty charger not charging the battery properly. The cause for the defective charger was a combination of defective components. Battery charger (B)(4) was found to have a defective pnp low sat transistor (component q1) and three defective 6a 40v schottky rectifiers (components d4, d13, and d14). The root cause for the defective components cannot be positively identified but was likely random component failure. The faulty battery and battery charger were repaired. No adverse event resulted from the defective battery or charger. The pt received a replacement battery and battery charger.